Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was 500 mg/dl at the time. The customer also reported that the top part of the insulin pump was chipping away and a gasket has fallen off and the pump was unable to screw in the reservoir cartridge. There was also a damage to the reservoir lip ring and the reservoir was not able to lock in place when inserted into the insulin pump. The customer declined troubleshooting for high blood glucose. She was treated with insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.